Event description:
Customer's mother reported a button error on customer's insulin pump. The act button has intermittent responses. Customer had to hit the device for the button to work. Customer's blood glucose at the time of the event was 252 mg/dl. He was able to treat with the device and his current blood glucose is 74 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to an unlocked keypad connector on the display board. The insulin pump had minor scratches on the display window and a small crack on the reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.